Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate and medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced peritoneal adhesions ("pelvic peritoneal adhesions") and endometriosis ("endometriosis"). The patient was treated with surgery ((B)(6) 2011 (total hysterectomy) (B)(6) 2012 (unilateral: left-salpingectomy)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved and the vaginal infection, cystitis, urinary tract infection, peritoneal adhesions and endometriosis outcome was unknown. The reporter considered cystitis, endometriosis, pelvic pain, peritoneal adhesions, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff was implanted with the essure permanent birth control device on or about 39168 in the (B)(6). Removal date: (B)(6) 2012. In source document discrepancy noted in essure confirmation test. (B)(6) 2011: (hysterectomy); (B)(6) 2012 (unilateral-left-salpingectomy) total hysterectomy (uterus and cervix removed); unilateral salpingectomy. (As per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: in (B)(6) 2007: not provided. Lot number: 623316; manufacturing date: 2007-02; expiration date: 2009-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. No new significant information received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) (batch no. 623316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), peritoneal adhesions ("pelvic peritoneal adhesions") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed. At the time of the report, the pelvic pain, peritoneal adhesions and endometriosis outcome was unknown. The reporter considered endometriosis, pelvic pain and peritoneal adhesions to be related to essure (ess205). The reporter commented: plaintiff was implanted with the essure permanent birth control device on or about 39168 in the state of arkansas. Lot number: 623316 manufacturing date: 2007-02 expiration date: 2009-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate and medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced peritoneal adhesions ("pelvic peritoneal adhesions") and endometriosis ("endometriosis"). The patient was treated with surgery ((B)(6) 2011 (total hysterectomy) (B)(6) 2012 (unilateral - left ¿ salpingectomy)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved and the vaginal infection, cystitis, urinary tract infection, peritoneal adhesions and endometriosis outcome was unknown. The reporter considered cystitis, endometriosis, pelvic pain, peritoneal adhesions, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff was implanted with the essure permanent birth control device on or about 39168 in the state of arkansas. Removal date -(B)(6) 2012. (B)(6) 2011 (hysterectomy); (B)(6) 2012 (unilateral - left ¿ salpingectomy) total hysterectomy (uterus and cervix removed); unilateral salpingectomy. (As per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2007: not provided. Lot number: 623316 manufacturing date: 2007-02 expiration date: 2009-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: fu 7 and 8 processed together. Pfs received- new events- infection (bladder/urinary tract/vaginal) added. Lab data was added. Event outcome updated for event pelvic pain. Rcc added. On 21-sep-2020: fu 7 and 8 processed together. No new clinical information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) (batch no. 623316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), peritoneal adhesions ("pelvic peritoneal adhesions") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed. At the time of the report, the pelvic pain, peritoneal adhesions and endometriosis outcome was unknown. The reporter considered endometriosis, pelvic pain and peritoneal adhesions to be related to essure (ess205). The reporter commented: plaintiff was implanted with the essure permanent birth control device on or about 39168 in the state of arkansas. Most recent follow-up information incorporated above includes: on 30-mar-2020: pfs; case become valid, event injury was replaced with pelvic pain ,endometriosis and pelvic peritoneal adhesions added. Essure insertion date was added and lot number updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.